Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Additional information added in follow-up #1 (B)(4). Field b4, g6, h2, h3, h6 and h11 updated. The issue was discovered during preventive maintenance with no patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was determined to be a defective driver board. After replacing the driver board, the device was found to be functional and was released for use. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the defect on the driver board could result in inadequate ventilation support.

Event description:
The following was reported to hamilton medical ag: unit has no power. Occurred during routine maintenance. No patient involvement.

Event description:
The following was reported to hamilton medical ag: unit has no power. Occurred during routine maintenance. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).